Event description:
Customer reported the insulin pump screen was blank. Customer's blood glucose was 190 mg/dl. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment. Customer uses recommended battery for the device. Customer did not have a new battery to test the device. Customer did not think it was the battery cap. Customer reached to his doctor and his doctor told him to come into the office to try a different battery cap. Customer did not want a new battery cap. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.